Manufacturer narrative:
This report is for three unknown cortex screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient underwent a procedure on (B)(6) 2015 to implant a locking compression plate (lcp) proximal humerus plate, seven (7) locking screws, and three (3) cortex screws to repair a right proximal humerus fracture. During a follow up examination with x-rays on an unknown date, it was determined patient had a non-union at the fracture site; it was reported the patient also experienced pain, irritation or discomfort. Patient was returned to surgery on (B)(6) 2016 where surgeon removed all hardware. It is reported all explanted hardware was intact. Patient was revised to a longer lcp proximal humerus plate, four (4) 3.5mm cortex screws, and eight (8) 3.5mm locking screws. The patient outcome/status was reported as fine. This complaint is linked to (B)(4) to address that it was also reported that a reduction forceps broke during this revision procedure. This report is for three unknown cortex screws. This is report 2 of 3 for (B)(4).